Event description:
The home patient (hp) reported being overfilled with fluid on 2 occasions while using the homechoice cycler for apd therapy. The hp reported being overfilled with fluid during therapy in 2002. Review of the device's therapy log information revealed that the hp had a programmed fill volume of 2000mls, 5 bypasses had been performed during the therapy and the total ultrafiltrate volume for cycle 2 was -1926mls, which indicates that the hp had drained approximately 74mls during drain 2 before the device was advanced into fill 3. The hp reported on 6/2002 feeling overfilled during day dwell 1 of 2 of hp's apd therapy. The hp placed the cycler into a manual drain until hp felt less full. The hp reported they had not drained out completely during the initial drain before the cycler had advanced into the day fill 1 of 2. There was no patient injury or medical intervention reported for both incidents.